Event description:
Procedure: lap donor nephrectomy. Reportedly, the stapler fired across the renal vein, and jaws would not open after firing. Surgeon had to open pt and cut the tissues. Suture was used to complete the case. Patient status unknown at this time.